Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that an unknown biomet abutment screw loosened. Tooth location 19.

Manufacturer narrative:
No product was returned for inspection. Therefore, a visual and functional inspection of the product could not be performed. No photographs or radiographs of the screw were available for assessment. Therefore, the reported event could not be verified with the available information. No device lot number was provided so a device history record review and a complaint history review could not be performed. A singular root cause could not be determined.

Event description:
No further event information available at the time of this report.